Event description:
A (dbs) deep brain stimulation and a bilateral lead implantation was being performed on a child (age unk) when the anterior/posterior bar on the phantom base of a crwpbsp was found to have been placed on the unit upside down/backwards. The surgery was in progress 1.5-2 hrs when the problem was found. The surgery was delayed approximately 10-20 minutes. There was no injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.